Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 148 mg/dl. Customer stated that they were trying to replace the set and prime the pump when it alarmed motor error. Customer was assisted with clearing the alarm. Customer stated that they are unable to complete the rewind sequence. Customer does not use the sensor feature on the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.